Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure over three years ago and mesh was implanted. The patient reported experiencing pain and was seeing a doctor every other week for about six months, before the number of allowed visits had been reached. The patient was treated with celebrex and ibuprofen. The patient continues to take ibuprofen over the counter, along with aspirin, for the pain. The device remains implanted. No additional information has been reported.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.